Manufacturer narrative:
The returned sample was received cut in half. The returned lens was inspected at the manufacturing site under 10x microscope magnification. Visual inspection of the returned sample revealed that the lens was received with surface residue (small particles) and appeared to have evidence of viscoelastic, ovd (ophthalmic viscosurgical device), compatible with handling, such as during the implant and explant process. No cosmetic conditions related with manufacturing process were identified in the sample returned. The lens cut in half condition is consistent with a lens that has been explanted. Based on the manufacturing record review, the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
It was reported that a patient underwent explant of the intraocular lens (iol) in their left eye due to asthenopia dysphotopsia, impaired vision and visibility. It was stated that the lens was replaced with a multifocal lens.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.